Manufacturer narrative:
Facility name truncated due to character limit:(B)(6). A customer alleged 14 false positives across several analyzers at a customer site while using cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. No harm was alleged. An investigation to evaluate the customer issue did not identify any product problem. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged 14 false positives across several analyzers at a customer site while using cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. All samples were retested with flowpcr and generated negative results. Per FDA guidance, 14 mdrs will be filed, one per discrepant result. No harm was alleged. According to the customer, samples are collected with utm media tubes and tested immediately without prior storage. No additional information regarding sample collection or customer workflow is currently available. An investigation to evaluate the instrument did not identify any product problem. Patient samples 1, 4, 5 and 6 generated CT values for sars-cov-2 that are indicative of a sample that is near or below the limit of detection (lod) of the test. The ic values for these samples are appropriate and are not indicative of a product issue. An investigation to evaluate the remaining samples related to reagent lots 00909z, 00917z, 01022z and 01020z likewise did not reveal any product problems.